Event description:
Reportedly, when the device was activated, yellow sparks occurred. After additional trials by the sales rep, the sparks still occurred and flames shot out at the hinge of the device. There was no report of patient burn or injury associated with the incident.